Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced constipation, abdominal discomfort, abdominal pain, and peritoneal cloudy effluent. The cause of the event was unknown. On the same day as the onset, the patient was hospitalized for the events. It was not reported if the patient was treated for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.